Manufacturer narrative:
(B)(4). Title minimally invasive oesophagectomy: preliminary results after introduction of an intrathoracic anastomosis source digestive surgical, volume 31, 2014 (95-103) date of publication: 23 april 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, a total of 45 operable patients were scheduled to undergo minimally invasive esop hagectomy (mie) with intrathoracic anastomosis. Nine of the 45 patients were under group 1 wherein a circular stapler with an oral anvil was used to create the intrathoracic anastomosis. One of the four patients who had an anastomotic leak post operatively, died 14 days after the surgery from sepsis, myocardial infarction and a major stroke.